Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) evaluated the device and confirmed the reported issue. The brt identified the equipment has a broken speaker; the cables are unsoldered. It was determined the speaker must be replaced. The rest of the measurements were tested, and the equipment works correctly. The speaker was replaced, and the device was operational after repairs were completed and was returned to the customer.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating it does not produce sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.